Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The complaint device was returned for evaluation and received on 8/17/2020. The device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Additionally, the customer had provided pictures to aid in investigation showing generator parameters during the procedure, the photo does not provide enough information related to the reported event and therefore no result can be obtained from it. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient underwent cardiac ablation procedure with thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the waiting time of a premature ventricular contraction in the right ventricular outflow tract (pvc, rvot) ablation the blood pressure of the patient dropped. The echo showed a pericardial effusion. The effusion was punctured and a drainage was set up. The volume of the fluid removed was not specified. The patient was stable and sent to cardiac care unit. During the mapping and ablation no force values above 55g were noticed and no impedance spike was visible during the ablations. The event was discovered during use of biosense webster products (towards the end of the procedure), after ablation was performed. The event was discovered after the ablation in the validation phase. It is unclear when the event occurred. Transseptal was not performed. There was no evidence of steam pop, no popping sound was noticed. The irrigation settings were as prescribed low flow 2, high flow 17/30ml/min. No error messages were noticed biosense webster equipment during the procedure. Graph and dashboard features were used for force visualization. No visitag module used- manual ablation points used. The patient¿s condition required extended hospitalization. They were sent to the cardiac unit for monitoring. One physician mentioned that he expects that the patients has to stay 2-3 days longer. The patient condition is fully recovered (no residual effects) and is back at home. The physician¿s opinion is that the cause of this adverse event was procedure. The ablation settings were within the prescribed parameters.